Event description:
It was reported that pump housing became cracked and pump could no longer be used for insulin delivery after customer played a sport, and pump was in pieces and could not be charged or turned on. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.